Event description:
The cardiologist attempted closure after an interventional procedure with a prostar pxl 8fr device. The device was inserted and good marking was obtained. The physician reports of not encountering resistance as physician pulled on the handle. Three of the 4 needles presented in the hub. Needle backdown was performed. Fluoroscopy was not performed at this time to confirm that needle backdown was successful. The device was re-deployed, and resistance was encountered. The handle of the device could only be moved over a small range. Fluoroscopy was performed, confirming that 1 needle was bent inside the vessel, and 3 needles were in the barrel. The pt was taken to surgery for removal of the device. The pt recovered without further incident.